Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) procedure due to the device lost fluid. The source of the fluid leak is unknown. The device was removed and replaced with a new app. No information about the patient outcome was provided. No more information is available at the moment. Additional information received. The patient's symptoms that lead to surgery was a non-working device. During surgery, fluid lost was found. No further complications were reported.